Event description:
Boston scientific received information that this local representative contacted technical services to request a longevity calculation. The local representative reported that this device's monitoring voltage in (B)(6) 2008 was 2.91 volts. Currently, the monitoring voltage is 2.24 volts associated with a charge time of 37.9 seconds. Technical services could not guarantee therapy availability at end-of-life (eol) and recommended device replacement. The available information suggests that the device remains inservice.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.